Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 50 mg/dl range. Customer addressed bg level with juice. Reportedly, the basal rate needed to be adjusted. At the time of report, customer's bg level was 107 mg/dl.